Event description:
It was reported that an altitude alarm occurred. Customer's bg level was unknown at the time of the event but remained between 54-500 mg/dl.reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.